Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump might not be delivering accurately. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: review of the black box and pump histories revealed data from the date of the complaint had been overwritten due to continued use of the device after the alleged issue occurred. The available basal total daily dose adds up correctly with the basal program . Daily basal totals are consistent and the pump passed all required testing for delivery accuracy with no defects found. Unrelated to the original complaint, the display screen was noted to be dim/discolored.